Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve below the drainage bag could not be screwed tight, and it would always drip and leak cerebrospinal fluid. The patient's status at the time of the report was alive-no injury. Additional information received reported that no chemicals of any type were used for cleaning the connections. It was also stated that there was no environmental/external/patient factors that may have led or contributed to the issue.